Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 21:00:18 on 1/23/2026. At 19:39:22 on (B)(6) 2026, an arrhythmia was detected. ECG shows fine vf with CPR/motion artifact. The device properly detected vf. Fine vf and CPR/electrode lead fall off prevented the lifevest from treating the patient. At 19:41:19, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was fine vf. Post shock rhythm was af @ 40 bpm with motion artifact and electrode lead fall off. The electrode belt was disconnected at 20:29:01 on (B)(6) 2026.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 21:00:18 on (B)(6) 2026. At 19:39:22 on (B)(6) 2026, an arrhythmia was detected. ECG shows fine vf with CPR/motion artifact. The device properly detected vf. Fine vf and CPR/electrode lead fall off prevented the lifevest from treating the patient. At 19:41:19, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was fine vf. Post shock rhythm was af @ 40 bpm with motion artifact and electrode lead fall off. The electrode belt was disconnected at 20:29:01 on (B)(6) 2026.